Manufacturer narrative:
Field change: h3,h6,h10. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis confirmed a device malfunction. Analysis showed a leak in the occlusive cuff shell. The damage is consistent with fatigue and wear. Based on the results of this investigation, no escalation is necessary. 72400024. 660625002. Balloon fgs 61-70 cm. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. Based on the results of this investigation, no escalation is necessary. 72404127. 661615010. Control pump fgs iz. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to fluid loss 5 years after implant. All components were explanted and replaced. No information about the patient outcome is available at the moment. Additional information confirms tubing broke. There was air in the pump and the balloon was empty. Patient experienced recurring incontinence.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72400024, 660625002, balloon fgs 61-70 cm. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72404127, 661615010, control pump fgs iz. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to fluid loss 5 years after implant. All components were explanted and replaced. No information about the patient outcome is available at the moment. Additional information confirms tubing broke. There was air in the pump and the balloon was empty. Patient experienced recurring incontinence.